Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed as planned. The philips field service engineer (fse) went onsite and analysed system log file. The analysis shows there was multiple rapid radiation triggers. Upon further investigation, fse found there was intermittent tapping issue. The cause of the wired foot switch failure could not be conclusively determined by the supplier's part analysis, however the replacement of foot switch by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did emit x-rays when the footswitch was pressed. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.